Event description:
It was reported that this patient presented to surgeon with a painful shoulder and decreased function following a right shoulder replacement. The pre-op imaging and assessment showed what appears to be a loose humeral component and inferior scapular notching on the glenoid, with some bone changes/resorption on both the humerus and glenoid. It was suspected that the glenoid component may be loose as well. The patient was scheduled for a revision reverse total shoulder arthroplasty with humeral exchange and possible glenoid / complete revision. During the procedure, it was confirmed that the humeral stem and component were loose and not well fixed in the bone. The surgeon was able to pull the construct out by hand not needing extraction tools. There was no bone growth onto the humeral stem. The glenoid baseplate was assessed and showed/presented to be well fixed after testing it with a slap hammer and leverage bar. The surgeon debrided and irrigated the shoulder joint and kept the well-fixed baseplate in. A 38mm +4 lateralized glenosphere was replaced to help push the humerus away from the inferior glenoid bone, along with a new humeral stem that was cemented into the humeral canal and a new tray and liner construct. The joint felt stable, confirmed on x-ray, the placement and the existing plate and screws construct from the fracture fix were able to stay and did not need to be removed or revised. The patient was last known to be in stable condition following the event. No further information is available.